Event description:
A discordant, falsely low vancomycin result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and an alternate instrument, resulting higher. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low vancomycin result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse ran alignment tests and sample probe 1 failed. The cse adjusted the probe and the alignment test passed. Quality controls were run, all resulting within range. The cause of the discordant, falsely low vancomycin result is a misaligned sample probe 1. The instrument is performing according to specifications. No further evaluation of the device is required.